Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for to the hospital for an unrelated reason. Upon interrogation, the pacemaker was found in back-up mode due to elective replacement indicator (eri). The pacemaker was explanted and replaced. No patient consequences were noted.